Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional prostyle devices are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery (rcfa) and the left common femoral artery (lcfa) using the pre-close technique via a 7fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. Two prostyle devices were used successfully on the rcfa. Reportedly, a cuff miss [suture retrieval issue] occurred with three prostyle devices on the lcfa. The sutures of two new prostyle devices were successfully pre-placed on the lcfa. The sheath was upsized to a 14fr sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Additional information: two additional prostyle devices were received. Follow-up with the account reported that cuff misses (suture retrieval issues) occurred with a total of five prostyle devices. The access sites were calcified. Two proglide devices were used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The four additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.b5: describe event or problem - corrected b6: relevant test - results corrected d10, h3 - it was reported that the device was discarded; however, the device was returned for analysis. H6: type of investigation - code 4114 was removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.